Event description:
It was reported that the customer went to the Emergency Room (ER) with a blood glucose (BG) level of 30mg/dL. Cause was not known. Reportedly, customer lost consciousness. The customer received intravenous fluids; reportedly the customer could not recall the type of fluids were given to address the BG. Customer was discharged from the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 11 / 2.9.1 / iOS 26.1.